Event description:
It was reported that error messages occurred when the programmer is turned on and when the analyzer is used. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. An error code occurred during boot up. The error code was caused by a faulty hard drive.